Event description:
A report was received that one of the patient's leads came out of his back. The patient was referred for a revision procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm. Additional information was received that one of the leads was exposed and a clik anchor emerged from the wound. There was pain, an actual exposure and breakage on the patient¿s skin. The patient underwent an explant procedure to avoid infection. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that one of the patient's leads came out of his back. The patient was referred for a revision procedure.